Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced pain, erosion of the mesh and revisionary procedures. No other information is available.